Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient required a preoperative intravenous catheter insertion. After drawing blood back upon needle insertion, the needle hub detached spontaneously during withdrawal, resulting in difficulty removing the needle.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample is not returned, further test cannot be performed, so the root cause of this defect cannot be confirmed. The plant will continue to track and trend for this issue.

Event description:
No additional information.